Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from extreme pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and elevated metal ion levels. Update: (B)(6) 2013 - ppd received. Part/lot for the right and left hips have been updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2015 - medical records received for right hip revision from legal. Upon revision, synovitis, osteolysis and corrosion on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on (B)(6) 1015.